Event description:
It was reported that a patient underwent a total hysterectomy in 2008. During the procedure, the product was used while suturing the vaginal stump. The patient developed a temperature of 38 degrees the next day, and developed pelviperitonitis two days later. The vaginal stump suture was opened and interperitoneal lavage was performed through the vagina on the same day. The surgeon prescribed the antibiotic, flumarin, for six days in the same month, and a second antibiotic, tienam, was prescribed for five days in the same month. The patient's temperature was back to normal on the last day, however, the patient was still hospitalized.

Manufacturer narrative:
Date sent to the FDA: 12/18/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual lot involved in this event is unknown. Three possible lot numbers were provided: lot # tcb151-1, tpb600-1 and tpb600-2.